Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock due to oversensed noise. The lead was capped and replaced. The patient is stable post-procedure.